Manufacturer narrative:
Approximate age of device ¿ 2 days. No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that after approximately 2 days of support, CT scans revealed an extensive ischemic stroke of the left hemisphere of the brain. Reportedly, the stroke was not device related. Additional information was requested but was not provided.